Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6).